Event description:
It was reported that 1 bd alaris¿ pump module blood set each from lots 21086065 and an unspecified lot were blocked during the blood infusion. The following information was provided by the initial reporter: "we have another tubing issue. This is for blood tubing 10015414. The tubing is not allowing a full bag of blood to be used without changing the tubing out. The tubing is acting like it is clogged."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21086065. Medical device expiration date: 19-aug-2024. Device manufacture date: 18-aug-2021. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd alaris¿ pump module blood set each from lots 21086065 and an unspecified lot were blocked during the blood infusion. The following information was provided by the initial reporter: "we have another tubing issue. This is for blood tubing 10015414. The tubing is not allowing a full bag of blood to be used without changing the tubing out. The tubing is acting like it is clogged."

Manufacturer narrative:
H.6. Investigation: package that came for this complaint was empty upon arrival. No product or photo was received. The customer complaint that the tubing is clotted could not be verified due to the product not being returned for failure investigation. A device history record review for model 10015414 lot number 21086065 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21086065 regarding item #10015414. H3 other text : see h.10.